Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced dyspnea and bradycardia. The right ventricular (rv) lead exhibited loss of capture and high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.